Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer's friend alleges via phone while being impaired that his friend was burned by a heating pad. There was not a report of property damage with this incident.